Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms while connected to the mobile power unit (mpu) was not confirmed. The mpu, serial (B)(6), was evaluated at the service depot. During the evaluation of the returned mpu, the system powered up as intended and ran in a mock loop for several days as intended. There were no alarms active even when the patient cable was manipulated. The unit passed all tests per mp, heartmate mobile power unit service. Preventative maintenance was performed, and the unit was returned to the customer site and is ready for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of low voltage alarms while connected to the mobile power unit (mpu) was not confirmed. There were no photos or log files submitted for review. The mpu, serial (B)(6), was not returned for analysis. The provided information stated that troubleshooting was attempted but the clinic did not initially replace any equipment. The mpu was then exchanged. Additional information stated that the unit would be returned; however, no additional info for the return was provided. The length and cause of the alarm was unknown. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low voltage alarms while tethered on the mobile power unit (mpu). Troubleshooting was attempted; however, the clinic did not replace any equipment. The mpu was replaced.

Manufacturer narrative:
Patient weight was requested but not provided., no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.